Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image turned off during the procedure. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: it is not possible to determine which product is responsible for the image failure without returning the products. Only one product can be responsible, but it is also possible that two or all products are responsible. The investigations carried out did not reveal any cause related to the labeling, the device, or its history. All production-related quality checks were passed, and no nonconformities were found in the device's manufacturing records. It was determined that the labeling contains appropriate instructions and warnings the event is filed under internal karl storz complaint ID: (B)(4).